Event description:
Additional information was received that per the physician, the cause of the occlusion was low coronary height. Additionally, the first and second dcs did not cause or contribute.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a sinus of valsalva (sov) diameter of 29 millimeters (mm) or greater and a right coronary artery height (rca) height of 8 mm. Due to these measurements, a coronary protect procedure was carried out prior to a pre-implant balloon aortic valvuloplasty (bav) being completed with a 20 mm non-medtronic balloon. The delivery catheter system (dcs) was then inserted into the patient and advanced to the greater curvature of the aorta. Once at the greater curvature of the aorta, the force of the dcs dissipated due to the patient¿s horizontal aorta and short neck. Subsequently, the dcs was not able to pass through the aortic valve. In response, an additional non-medtronic guidewire was inserted into the left ventricle, and the aortic valve was dilated again with a non-medtronic balloon. However, the dcs was still unable to pass the aortic valve. The physician then attempted to allow passage of the dcs through the aortic valve by ballooning at the ascending greater curvature of the aorta to prevent the catheter from approaching the curvature, twisting the catheter to change its course, and advancing the catheter while pulling the left ventricle guidewire. None of these alterations of the procedure proved to be successful. With 2 hours being passed since loading of the valve, it was decided to withdraw the dcs and the left ventricle guidewire from the patient. In turn, a new valve and dcs were prepared and inserted into the patient. A snare was then implemented to grasp the dcs as it was advanced through the aortic valve. The valve was then deployed but was then subsequently recaptured due to suboptimal positioning. After the second deployment of the valve, trace pvl was noted as well as "slightly suspicious" rca flow. Subsequently, a percutaneous coronary intervention (pci) was performed. The procedure was then completed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 06-oct-2027, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.